Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, in the 2010 study by omlor et al., "a stature-specific concept for uncemented, primary total hip arthroplasty" a total of 11 revision surgeries were reported across 190 hips; however, only three of these revisions were directly related to the profemur e modular femoral stem and its modular neck. This case consisted of a periprosthetic femoral fracture occurring 12 years after implantation following adequate trauma. The event required a revision of the profemur e stem, making it a long-term device involving failure triggered by external mechanical overload.